Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, high, out of range, hv lead impedance was observed. Lead damage was suspected. Lead was evaluated and all tests were fine. Programming changes were made. Patient will continue to be monitored through merlin.net transmission.